Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Power error due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer¿s blood glucose level was 7 mmol/l. The device will be returned for analysis.